Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements and a gradual rise in the pacing lead impedance measurements. Boston scientific technical services (ts) discussed the normal range for lead measurements. No noise was observed and no shock was delivered. The patient suffers from twiddler's syndrome and a physician believed that the lead may have been twisted. Additional information indicated that the rv lead did appear to have been dislodged. The rv lead was surgically abandoned and the device explanted as well. A new rv lead was implanted and a new device implanted subpectorally to prevent twiddling. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.